Event description:
The customer reported that the monopolar function of the device did not work during a prostatectomy. This contributed to the operating time being extended by more than 30 minutes. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident sample was received for evaluation. It was confirmed that the device did not function correctly in the monopolar setting. A portion of the assembly within the handle was shifting, thus, causing intermittent activation. The sample did function normally when activated on simulated tissue in the ligasure mode. The jaw gap was also within the specification. No trend has been identified for this issue.